Manufacturer narrative:
The batch documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. After examination of the implant, it can be verified that the implant does not show signs of misuse or signs of malfunction that could have contributed to the event.

Event description:
The clinician indicates that he placed the implant on (B)(6) 2023- and 2-months later it was noted that the implant had not osseointegrated. Patient with bone quality ii. In the event the patient experienced: infection.